Event description:
It was reported that the patient experienced blood glucose fluctuations with a low blood glucose at 66 mg/dl and high blood glucose of 357 mg/dl while using the ilet system, prompting the caregiver to seek assistance on glucose targets and to administer oral glucose in response to low readings. Customer care provided support that included case review and triage by support personnel and referral to clinical specialists for assessment. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or alarm condition was identified. No clinical symptoms associated with blood glucose fluctuations reported. Outcomes included education without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.